Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a revision surgery due to dislocated constrained liner at the liner/head interface. Surgeon removed old constrained liner and head, replacing them with new ones.

Manufacturer narrative:
(B)(4).